Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 10 mmol/l. The customer stated that no physical damage, no corrosion and no dropped. After troubleshooting was done, the customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was noted on the liquid crystal display isolation tape. No unexpected low battery, battery out limit alarm or failed battery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.